Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result of 0.24 ng/ml generated by their unicel dxc 600i synchron access clinical system. This result was obtained as the second draw in the course of a 3 draw serial draw protocol. The result was released from the laboratory; however it was questioned by the patient's physician, so there was no impact to patient treatment. The sample, upon repeat, yielded a result of 0.18 ng/ml. The sample was subsequently analyzed, in duplicate on the laboratory's alternate analyzer and gave results of 0.018 ng/ml and 0.016 ng/ml (within the normal reference range).the first draw and third draw both recovered an accutni result of 0.01ng/ml.

Manufacturer narrative:
Samples were plasma, collected in 13x75 greiner tubes and stored at room temperature no longer than 30 minutes between draw and run. Per customer, the samples were either processed in a stat spin centrifuge for 5 minutes at 5000 rpm at room temperature or in their alternate centrifuge for 10 minutes at 3500 rpm at room temperature. All system parameters (including qc, calibration, and system check) were within the assay instrument specifications. A 10 patient correlation study between the customer's 2 analyzers was performed as part of the customer's in-house troubleshooting. This correlation study revealed 1 of 10 samples run was discrepant between the 2 analyzers - the sample recovered an accutni result of 32.98 ng/ml on this instrument and 0.026 ng/ml on the alternate instrument. The 9 other samples correlated well between the 2 analyzers. The customer confirmed that these samples were run just for troubleshooting and they were not reporting results. A field service engineer (fse) was dispatched to the customer site to verify hardware performance. Fse performed system check and noted that the washed portion was failing. Fse rebuilt the precision pump and replaced the seal, o ring and belt. Fse also found the mixer motor wire to be disconnected so fse soldered it and adjusted speed to 2510 rpm. Repeat system check was performed and fse noted contamination of the substrate system and performed decontamination of the system. Following decontamination protocol, high sensitivity system checks were found to be passing. The customer was advised to calibrate the accutni assay and run 50 repetitions of low level accutni qc. The cause of this event is attributed to hardware as the mixer motor wire was found to be disconnected and this may not allow proper mixing of the sample during washing.